Event description:
An operating room coordinator reported that a system message displayed during a procedure. The case was completed using the illumination from another console. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and verified the system functions normally. The system was then tested and met product specifications. The root cause is unknown at this time. (B)(4).